Event description:
It was reported that during an osphagoplasty procedure, the device would not staple but cut. A bleeding occurred due to the lack of suture. Conversion in laparotomy: bigger scar and risk for infection increased. Surgery was prolonged one and one half hour to two hours. A transfusion was needed and performed: two blood pouches. To date the patient is ok.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. After several attempts the device has not been returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge pan the analysis results found that one long60 device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.